Manufacturer narrative:
Product evaluation: the product was not returned. The provided photo was reviewed by medical safety. One photo was provided for this case. The photo shows a medium-sized optic section indirectly illuminating the temporal portion of the iol. The pupil is moderately dilated in this photo and a portion of the opacified anterior capsule is visible inferiorly. Within the area of the iol that is illuminated by the slit-lamp it is difficult to determine whether the observation is multiple diffuse refractile particles or simply illumination from the beam due to the lower magnification of the photo. Product history records were reviewed and documentation indicated the product met release criteria. Root cause: the root cause for the reported issue could not be determined by the product investigation. The photo review was inconclusive. A director of global quality customer affairs has been in contact with the surgeon. Various etiologies were discussed and citations were provided. The surgeon is not planning to explant and the patient is very happy after a discussion of their case. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that the patient with an opacified sa60at lens which was implanted in 2003 in the right eye. He would like to talk to someone about this but will probably have to explant as the patient is symptomatic. Additional information has been requested.